Event description:
It was reported a patient began to have knee pain after an unknown injury, approximately three years post implantation. Patient was prescribed anti-inflammatories, ice, and home exercises program for quad strengthening. All implants remain in place and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported). 42504606611 persona femur cemented plus left size 9+ lot# 64683471. 42556806615 persona femoral posterior augment cemented size 9, 9+ 15mm lot# 64617984. 42556606605 persona femoral distal augment cemented size 9, 9+ 5mm lot# 64664216. 42556806610 persona femoral posterior augment cemented size 9, 9+ 10mm lot# 64624151. 42560613515 persona stem ext 6mm offset splined uncemented 15mm dia 135mm l lot# 64695870. 42542007501 persona tibia fixed cemented left size f lot# 64495996. 42560613515 persona stem ext 6mm offset splined uncemented 15mm dia 135mm l lot# 64695870.

Event description:
No additional information to report.

Manufacturer narrative:
Upon receiving additional information, it was determined that the part referenced should not have been reported as it was not believed to have contributed to or caused the event. The initial report should be voided.